Event description:
Information was received that during pre-testing of this smiths medical cadd ms3 pump, the pump internal battery died and requested pass-code. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis in good condition. Functional and visual testing was performed to confirm the complaint of "the pump asking for a pass code". The customer's stated problem was verified. The pump was inspected and during power up, it was found to be asking for passcode. Further investigation of the pump determined that the microprocessor board was corrupted and is the cause of the issue.